Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Onsite service provided, replacement of the proportional valve and three-way solenoid valve performed to address the issue.